Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer standard liner 28 mm i.d. For use with 50/52/54 mm o.d. Shells cat#00610505028 lot#ni. Zimmer femoral head 12/14 taper 28 mm diameter +7.0 mm neck length cat#00801802804 lot#ni unknown cup. Unknown stem. The device will not be returned for analysis, as the hospital kept the devices; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00366.

Event description:
It was reported the patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient was revised due to wearing of the poly liner. Patient has had multiple dislocations and pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Photographs of the explanted products were provided. Visual review identified the following: the products were covered in biodebris. Partial medical records were provided with limited information. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.